Event description:
It was reported that the patient's daughter-in-law said the emergency responders indicated the patient's device was not working. Attempts to obtain additional information regarding the patient's death were unsuccessful. There is no information from a health care professional that the death was device-related.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Patient information is not generally available due to confidentiality concerns. The model number (d164vwc) is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Cause of death was requested but not received. There is no allegation from a healthcare professional that the death was device related.